Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a quality visual inspection, it was reported that twenty-one (21) minicap transfer sets were found to have particulate matter. Hair, fiber, and fuzz was found inside the primary packaging and lines of the minicap transfer sets. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Twenty-one (21) actual samples were received for evaluation. The samples were received in unopened pouches. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and magnification with issues noted on twenty (20) samples and no issues noted on one (1) sample. Additional analysis using infrared microscopy (ir) further detailed the composition of the foreign material isolated from the returned samples. Nine (9) samples with blue thread like pieces; non-fluid path. Comparative review identified the blue particulate matter as material from the dark blue connector and overgarment fibers. Three (3) samples with hair; non-fluid path. Seven (7) samples with brown smear-like spots; non-fluid path. Of these two (2) samples were sent out for particulate matter identification. The brown staining from the tubing was identified as 400 series stainless steel corrosion. One (1) sample with white particulate matter; non-fluid path. Comparative review identified the white particulate matter as material form the twist sleeve. The white particles were sent for identification. The white particles were identified as polysulfone. The reported condition was verified on twenty (20) samples. An assignable cause was determined to be manufacturing related. The reported condition was not verified on one (1) sample. Should additional relevant information become available, a supplemental report will be submitted.